Event description:
Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Cause was not known. A manual insulin injection was administered to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.